Manufacturer narrative:
Received 10-mar-2017 product investigation results: reporter returned one toothbrush head on 02-mar-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head fell off and had a metal pin in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via phone on 31-jan-2017 that the oral-b flexisoft or precision clean brushhead fell off and he/she had a metal pin in his/her mouth. This was not the first time the consumer had used these particular brush heads, and he/she had never experienced this before. The consumer asserted that he/she had not hurt himself/herself. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell off and had a metal pin in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2017 that the oral-b flexisoft or precision clean brush head fell off and he/she had a metal pin in his/her mouth. This was not the first time the consumer had used these particular brush heads, and he/she had never experienced this before. The consumer asserted that he/she had not hurt himself/herself. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.